Manufacturer narrative:
The insulin pump passed the self test and the reset error test. No unexpected error alarm was noted. The insulin pump had normal operating currents and no unexpected off no power test, weak battery, battery out limit, low battery or failed battery test alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported that after battery changes, time and date would need to be reset. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a low battery alarm, an unexpected restart alarm, and a signal too low alarm. Customer was advised that insulin pump would need to be replaced.